Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had low blood glucose in sleep then woke up with blood glucose over 200 mg/dl. Customer was able to bring down the blood glucose but was unable to bring down the ketones so the customer went to the emergency room. Customer declined to be contacted. Customer will not be returning the device for analysis.